Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to emergency room (ER) and was diagnosed with unknown blood glucose (bg). For treatment, the patient was put on intravenous (IV) glucose. The patient was discharged after 30 hours.